Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con iii. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the glow clinical trial. It was reported that a (B)(6) female patient who underwent augmentation surgery with mentor athena study gel devices on (B)(6) 2018. Adverse event # 1. Baker iii capsular contracture, (right side, implant serial number: (B)(4). Doi: (B)(6) 2018, doe: (B)(6) 2019). On (B)(6) 2019, she presented with baker iii capsular contracture, which required medical device removal . The principal investigator assessed this event as moderate in severity, serious, not related to the device, and not to the procedure.

Manufacturer narrative:
On march 23, 2022 mentor became aware that this pc with sn#:(B)(6) has been reported in the manufacturer report number: 1645337-2019-15634. No further investigation will be conducted on this complaint. Manufacturer¿s reference number: (B)(4).